Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value not provided. The customer delivered a correction bolus to address the bg. Reportedly; the customer had left the exercise mode on. The customer continued to use the pump for insulin therapy.